Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that an inquiry regarding inappropriate shock was sent for review to technical services (ts) when it comes to this device. In addition, there was an inquiry regarding an optimization alert. A review by ts noted that reference s-ECG was not acquired on (B)(6) 2019 thus sensing was not fully optimized. The last transmission was seen on (B)(6) 2019 and the alert was dismissed. It was noted that the condition was resolved upon device interrogation with the reference s-ECG acquired. A device interrogation is needed to reset the alert. Engineering discussed recommendations for subsequent follow up when the sensing set up is performed. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that an inquiry regarding inappropriate shock was sent for review to technical services (ts) when it comes to this device. In addition, there was an inquiry regarding an optimization alert. A review by ts noted that reference s-ECG was not acquired on (B)(6) 2019 thus sensing was not fully optimized. The last transmission was seen on (B)(6) 2019 and the alert was dismissed. It was noted that the condition was resolved upon device interrogation with the reference s-ECG acquired. A device interrogation is needed to reset the alert. Engineering discussed recommendations for subsequent follow up when the sensing set up is performed. The device remains implanted. No adverse patient effects were reported. Additional information and clarification noted that there was no inappropriate shock when it comes to this case rather only an inquiry regarding the optimization alert.